Event description:
The filter was placed in a standard fashion. The wire guide pusher was detached and as the doctor removed it, he noted the distal struts were not attached to the vessel wall, they were down towards the bifurcation. The doctor is unsure why they did not set, but there are no patient complications at this time.